Event description:
Customer reported that she had low and high blood glucose due to her insulin pump has been erratic. Customer stated that she suddenly for no reason was in the 300 mg/dl. Customer stated that she had a couple of low blood glucose due to her insulin pump gave her a large dose of insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.